Event description:
The customer reported the battery needs to be replaced and that the battery has failed. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.